Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from a single level of non-vitros biorad control, lot 45860 and a single level of vitros pv ii lot t7911 using vitros dgxn slide lot 1920-0258-2396, tested on a vitros 5600 system. Vitros pv ii dgxn results of 1.92 and 1.90 ng/ml vs. An expected result of 2.51 ng/ml the most likely assignable cause of the event is unknown. A fluid related event isolated to the vitros pv ii fluid in use at the time of the event cannot be ruled out, but also cannot be confirmed. The customer was not aware the pv ii results were lower than expected and no investigation of the event was performed. An issue with vitros dgxn slide lot 1920-0258-2396 did not likely contribute to the event as acceptable quality control results were obtained the day after the event using the same cartridge of vitros dgxn lot 1920-0258-2396 slides. In addition, the dgxn results when processing vitros pvs were acceptable without any action on the part of the customer. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn slide lot 1920-0258-2396. Email address for contact office above is (B)(4).

Event description:
The customer reported that lower than expected vitros dgxn results were obtained from a single level of non-vitros biorad control, lot 45860 and a single level of vitros pv ii lot t7911 using vitros dgxn slide lot 1920-0258-2396, tested on a vitros 5600 system. Biorad l3 dgxn result of 1.96 ng/ml vs. An expected result of 2.46 ng/ml. Vitros pv ii dgxn results of 1.92 and 1.90 ng/ml vs. An expected result of 2.51 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The affected quality control sample was a non-patient sample. The customer made no indication that patient sample results were affected. There were no reported allegations of patient harm. This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).